Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor 1000 computer was replaced and configured. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed degraded quality on the monitor with a black or flickering screen. No pt injury was reported.